Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
Pt was revised to address loosening of the stem at both interfaces. The manufacturer of the cement used in the primary surgery is unk. Poly wear and osteolysis were also reported.